Manufacturer narrative:
This report is associated with argus case (B)(4), breathe right nasal strips.

Event description:
Edge of the strip had come unfastened, so he removed it, and with that, layers of his skin [application site desquamation]. Now has a significant scab [application site scab]. Now has a significant scab, opening up each day upon showering [application site reaction]. Case description: this case was reported by a consumer and described the occurrence of application site desquamation in a male patient who received breathe right nasal strips nasal strip (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started breathe right nasal strips. On an unknown date, an unknown time after starting breathe right nasal strips, the patient experienced application site desquamation (serious criteria other: serious as per reporter), application site scab (serious criteria other: serious as per reporter), application site reaction (serious criteria other: serious as per reporter) and product complaint. On an unknown date, the outcome of the application site desquamation, application site scab and application site reaction were not recovered/not resolved and the outcome of the product complaint was unknown. The reporter considered the application site desquamation to be related to breathe right nasal strips. It was unknown if the reporter considered the application site scab and application site reaction to be related to breathe right nasal strips. Additional details, the adverse event information received via email on 25 october 2016. Consumer reported the issue was a very serious issue. Consumer said her husband had been using breathe right nasal strips variant not specified successfully. The other night her husband cleansed and washed his face, applied the breathe right strip and went to bed. Upon waking in the middle of the night, the edge of the strip had come unfastened, so he removed it, and with that, layers of his skin. They always buy the sensitive skin ones and this particular one was from the same box he had used prior to this incident. She said something in the quality of this strip went terribly wrong. She said he now had a significant scab, opening up each day upon showering. The adverse event revision was received on 27 october 2016. Event of wound at application site had been added to this case since the consumer stated her husband now had a significant scab, opening up each day upon showering. The initial and revision information was included in above narrative.